Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump suspended insulin delivery unexpectedly. The lowest blood glucose reading reported was 37 mg/dl. The customer stated that he thought that the device delivered insulin whenever it wanted to and that he had been hypoglycemic. He also noted that he sometimes discontinued use of the insulin pump and went to pills because he did not trust the device. He declined troubleshooting for the issue and only used the device for boluses. He reported that there were no hospitalizations related to the blood glucose issues. Advised discontinuation of the insulin pump. Nothing further reported.